Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the lead was replaced.

Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors were confirmed. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.